Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Additionally, an image was received from the field and the image appears to show the bulbous deformation of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the reported device deformity appears to be related to procedural circumstance as it was reported that there was an interaction with cardiac structure during deployment. There is no indication of a product quality issue with regards to manufacture, design, or labeling.b1, b2: corrected to product problem only h1: report type corrected to malfunction.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, an image was received from the field and the image appears to show the bulbous deformation of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, a 17mm amplatzer septal occluder was selected for an implant using a 8f amplatzer trevisio intravascular delivery system. During deployment, the device deformed into a bulbous shape inside the patient. The physician removed the device from the patient prior to released from the delivery cable and placed it in serum for a moment. The occluder was assembled again and tested on the table, but the deformation persisted. There was interaction with cardiac structures during deployment and no angling or bending in the delivery system. An unknown device was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.